Event description:
Pt implanted with prodisc-l at l5-s1 on (B)(6) 2009, adjacent to an alif fusion with bone and atb plate at l4-l5. F/u x-rays showed anterior displacement of the polyethylene inlay. Prodisc-l was removed (B)(6) 2010. Pt was revised to anterior/posterior fusion. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Add'l info has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.